Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of contributing device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. It was initially reported the patient was revised to address acetabular malpositioning. However, patient x-rays were not provided to customer quality and placement cannot be commented on. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Cup revised due to ante version of cup placement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.